Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. During a fistulogram, a "tight" lesion was identified in the patient's arm. The 7.0x40mm charger balloon catheter was advanced and during the first inflation, the balloon ruptured at 24 atms. The procedure was completed successfully with a blue max balloon catheter. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). PMA# or 510k#: k110122. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).